Manufacturer narrative:
H6: investigation summary material #: 367962 lot #: 0044200 and 9344007 bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor serum/plasma, fibrin, or poor barrier separation were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (poor barrier separation/ poor serum/ fibrin) because the defect was not evident in the testing of the customer lot samples. Visual evaluations in both retain and control lots for barrier separation, poor serum/plasma, and fibrin demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for poor serum/plasma, fibrin, and poor barrier separation based on the testing performed. Bd was not able to identify a root cause for the indicated failure mode. See h10.

Event description:
It was reported that after use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes there was poor barrier separation of sample after centrifugation. There was no reported impact to patient. The following information was provided by the initial reporter: lab assistant reported issues of poor barrier separation, fibrin and poor serum with product 367962, lots 0044200 and 9344007. No photos are available but samples are. Centrifuged with swing bucket (labcorp horizon 642e) at 10 mins, twice at 3245 rpf. This is the first tube drawn in order of draw. 8+ inversions before centrifugation. No erroneous results to be mentioned. No redraws. No date of event as this has happened at least a week. No patient identifiers at this time, no specific number of occurrences at this time. Specimens are sent off to in-house testing center.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9344007, medical device expiration date: 2020-12-31, device manufacture date: 2019-12-10, medical device lot #: 0044200, medical device expiration date: 2021-02-28, device manufacture date: 2020-02-13". A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes there was poor barrier separation of sample after centrifugation. There was no reported impact to patient. The following information was provided by the initial reporter: lab assistant reported issues of poor barrier separation, fibrin and poor serum with product 367962, lots 0044200 and 9344007. No photos are available but samples are. Centrifuged with swing bucket (B)(4) horizon 642e) at 10 mins, twice at 3245 rpf. This is the first tube drawn in order of draw. 8+ inversions before centrifugation. No erroneous results to be mentioned. No redraws. No date of event as this has happened at least a week. No patient identifiers at this time, no specific number of occurrences at this time. Specimens are sent off to in-house testing center.